Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material#: 309628. Batch#: 4054302. Verbatim: rcc received a complaint via email. Complaint number: (B)(4) . Complaint description on 31mar2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm-syringe on 31mar2025, the hcp reported, ¿after the hcp withdrew the dose from the vial in the supplied syringe, they noticed a small green particle floating in the solution. The product was deemed unusable due to potential contamination.¿ ldp lot: 8463800032. Filter needle: catalog: 305211. Lot: 4031348. 1ml syringe. Catalog:309628 lot:4054302. Investigational request /return component status please review the process at bd and determine if the foreign matter identified (green colored polyurethane) is used in their manufacturing process. Please see attached regeneron (B)(4) to aid in investigation note the sample will be forwarded as well to aid in the investigation so please provide a shipping label with the reference number when available.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. A green particle was reported in the product flow path within the needle hub connection. To support the investigation, one unpackaged sample, a glass plate containing a green-colored particle, and four photographs were submitted for evaluation. Two magnified photographs taken from different angles each show a single loose syringe with an unidentified needle attached and a green particulate located between the needle hub and the syringe barrel, specifically in the non-fluid path area between the barrel tip and collar. One image showed the particulate in a loose state, and the final image presented fourier transform infrared spectroscopy (ftir) analysis, which identified the foreign material as polyurethane. Based on the available evidence, the condition could not be confirmed to have originated at the manufacturing plant. Additionally, a device history record review was completed for the provided lot number 4054302, which revealed no rejected inspections or quality issues during production that could have contributed to the reported condition. All complaints related to this device and condition will continue to be tracked and trended, with data captured in monthly reports and regularly reviewed by our business team to identify any emerging trends.

Event description:
No additional information was provided.